Event description:
During the follow up session, in situ measurements showed affected channels. The parents report that the child behaves aggressively, hitting her head with anything around her and sometimes rolling on the floor. They have seen her hitting her head in the area of the implant. Re-implantation has been suggested. However, no date for revision surgery has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the follow up session, in situ measurements showed affected channels. The parents report that the child behaves aggressively, hitting her head with anything around her and sometimes rolling on the floor. They have seen her hitting her head in the area of the implant.